Event description:
It was reported that the right ventricular implantable defibrillation lead indicated noise (oversensing). Additional testing of the lead could not duplicate the reported problem. The lead was capped and replaced during a system upgrade for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).